Event description:
The customer contact reported an electrical shock. At an unspecified time, the device was programmed to deliver an unspecified medication and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the customer contact reported the patient reportedly received an electrical shock through the IV tubing set. At that time, the nurse attempted to remove the tubing set from the device; however, the device door could not be opened. The customer contact reported the nurse then disconnected the tubing set from the patient. The physician was notified. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing. Testing was conducted using the customer's returned tubing set. The device was received with the tubing set stuck in the door of the device. Testing and investigation noted the cassette of the tubing set had been inserted improperly into the door of the device. The tubing set was removed from the device. No damage to the device door or cassette tubing was noted. The device passed testing for electrical safety. There were no shocks noted during the testing procedure. Based on the data verified, hospira could not attribute the issues to the device. This report represents all the information known by the reporter upon query by hospira personnel.